Manufacturer narrative:
Calibration data did not indicate any issue. One control level drifted lower from the target value between (B)(6) 2020. The investigation determined the issue was consistent with an incorrect pre-analytic sample handling.

Manufacturer narrative:
The field service engineer checked the aspiration and measurement flow path. The liquid level detection and probe position were checked. Checks were performed and calibration signals were found to be ok. There were no abnormalities. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys tsh ver. 2 assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a tsh value of 0.02 uiu/ml and this value was reported outside of the laboratory to the patient. The sample was repeated, resulting with a value of 2.28 uiu/ml. The 2.28 uiu/ml value was believed to be correct as the patient states her tsh results are always > 2 uiu/ml. The tsh reagent lot number was 466150. The reagent expiration date was requested, but not provided.